Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant the right atrial (ra) lead showed no capture, and high impedance. It was also reported that the lead may not be attached at the header. The pocket was opened and a "tug test on the atrial lead was performed". The atrial lead pulled out of the header. The lead was tested with an analyzer which showed "gread sensing, thresholds, and impedance." The lead was placed back into the device and setscrew tightened. The physician tug tested it again and the lead pulled out again. The lead was placed back into the header again, the set screw was tightened and this time did not pull out during the tug-test. The lead remaining use. No patient complications have been reported as a result of this event.